Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no brush or forceps passage at the biopsy channel, a chip on the distal end plastic cover, a crack in the glue of the bending section cover, the suction flow had a clogged channel, and the up, down, right angulation knobs are out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope had foreign material exiting from the suction channel, causing weak suction. There were no reports of patient harm.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.